Manufacturer narrative:
Combination product: yes.

Event description:
Patient was having diaphragmatic stimulation with lead in the apex. Physician chose to cap lead and implant a new rv lead on the septum.

Manufacturer narrative:
Combination product: yes the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.